Manufacturer narrative:
A philips remote service engineer performed trouble shooting with the customer remotely and the results of functional testing indicated that no alarms from the patient monitors communicated through the piic ix. Communication with the customer revealed that the piic ix was restarted, which resolved the issue. Clinical audit logs and configuration files were requested; however, they were not available for review; therefore, technical investigation could not be performed. Based on the information available and the testing conducted, the cause of the reported problem was unable to be confirmed. The reported problem was confirmed. The device was operational after the system was restarted.

Event description:
Philips received a complaint on the patient information center ix indicating that the central stations had no alarm sound on the speaker, but they were able to see the blue banner on the display. The device was in use on patient at time of event, there was no adverse event reported.